Event description:
It was reported that after the lead was placed, the stylet could not be removed. The physician attempted to removed the stylet and the distal pin broke off and was pulled through the lumen of the lead. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Visual analysis found that the pin connector and inner coil were pulled out of the lead. Full analysis could not be performed because of the damage to the lead.